Manufacturer narrative:
Medwatch report number (B)(4) was received from FDA without a source of where the information is from. It was not possible to match the event with previously reported events.

Event description:
Received (B)(4) without a source of where the information is from. Within the reports, a physician describes the complication described below that was seen in two patients following a cryoablation procedure. This MDR is associated to; refer to 3002648230-2013-00057 for the MDR associated to (B)(4). The physician describes: the procedure itself goes as it is supposed to. The balloon handles well in the body etc. The complication was noticed in both cases on post-operative day #2. Both pts presented back to the hospital with shortness of breath and an unusual diffuse infiltrate pattern of the lung tissue. Both showed up with substantial decreases in blood oxygen concentration on room air despite neither previously having any lung disease. Both were called 'pneumonias' but they were absolutely no fevers, no clear elevation of white blood count, very unusual to have this sudden diffuse pattern in infection, and pattern is not consistent with chf or aspiration either. Both pts required 4-5 days of inpatient hospitalization with supplemental oxygen, nebulizers, as well as empiric lasix and antibiotics just in case. The xray pattern shows a central predominance of the infiltrates. Overall, the pattern looks to be related to cryothermal injury of lung tissue. Neither is related to injury of the phrenic nerve. Another already described complication phrenic worked well in both pts after ablation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.